Event description:
During a robotic case, a provider stated that she noticed the maryland bipolar forceps instrument had a frayed cable. The instrument was removed from the field and replaced with a new one.